Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinsonian tremor and movement disorders. It was reported the patient had fallen and hit the right implant on the edge of the table and the patient stated they felt it move inside their body, but they didn't see any bruising around it when they took a look at the implant. The implant looked the same as the left implant but they were wondering if the patient needed to see their healthcare provider (hcp). The patient hadn't noticed any change of therapy since the fall which occurred a week and a half ago, at the end of march. The caller later reported the patient had recently moved to a new care facility and ended up falling several times. The patient was mostly in a wheelchair so the falls were attributed to not being used to walking around. The caller noted that they had noticed no change in the patient's behavior or therapy. The patient was then moved to a more permanent care facility where they fell asleep in their wheel chair and slipped to the ground. The patient had been in the hospital for the last four days where they had a CT scan, which showed no issues, and had done tests to see if they had had a stroke, which also came back negative. The caller stated the device was evaluated and nothing was wrong with it and it was providing therapy for the patient. The caller also noted the patient was showing more signs of parkinson's as the hospital stopped giving them their medication. The patient was also not eating as well as they had lost their dentures during the hospital stay. At this time the caller was confident the device/therapy was working as designed and did not feel that the device moved around in the pocket more than acceptable, meaning it moved a little but was not free floating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.